Event description:
IV tubing would not prime despite numerous attempts. IV tubing removed and replaced with new tubing which primed without issue. Tubing attempted to be primed with tpn. Manufacturer response for intravenous infusion set, bd alaris pump infusion set (per site reporter). Equipment failure reported to (B)(4), spec, clinical customer advocacy (B)(6). Arrangements are being made to return equipment back to manufacturer. Assigned (B)(4). Sent out on 3/4/2020 via (B)(4) ground trk #(B)(4).